Manufacturer narrative:
The cartridge was returned to animas and tested by product analysis on 09/18/2014 with the following findings: a visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the returned product and it met passing criteria. The cartridge cycled properly and no issues were found filling the cartridge. No leaks were observed with the luer connection, the o-ring or anywhere else in the cartridge. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A retain sample from the same lot of cartridge was also tested and it met passing criteria. A review of incoming inspection record indicated that the lot met release criteria.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the patient experienced hypoglycemia due to repeated loss of prime issue started over two weeks ago. On an unspecified date, the patient¿s blood glucose reading reportedly was as low as 48 mg/dl with symptoms of confusion and/or disorientation, lightheadedness, shaky and sweaty. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer support agent reviewed the event with the reporter. The reporter stated that the pump alerted for loss of prime multiple times. It was reported that the cartridge cap was able to secure properly and the user was able to complete the prime step after a cartridge change. The reporter stated that there was no sudden change in temperature or force and the instruction for use was followed. Trouble shooting was unable to determine the cause of the prime issue. Furthermore, the reporter acknowledged that the patient was filling cannula with 1 unit of insulin during the reload/prime step after each of the loss of prime alerts. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to alleged loss of prime of unknown cause.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.